Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. The insulin pump communicated and recorded a 116 mg/dl value from the glucose meter. No meter to pump rf communication error or anomalies noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis